Event description:
A malfunction was reported on a customer's pump, indicated by a malfunction 8 code, which was not resettable. There was no adverse impact to the customer's blood glucose level. The customer was advised by cts to use a backup insulin pump, and cts arranged to send a replacement pump with updated software. The customer was instructed on returning the faulty pump and understood the necessary steps to take with the new pump.